Event description:
On 01-sep-2025, the following information was provided by the patient¿s family member: the activ.a.c.¿ ion progress¿ remote therapy monitoring system power cord was plugged into an outlet and allegedly sparked and caught fire when she unplugged it. No injuries were reported. On 12-sep-2025, the following information was provided by the patient¿s family member: she unplugged the power cord from the activ.a.c.¿ ion progress¿ remote therapy monitoring system and observed a small flame at the tip of the cord where it connects to the unit. The flame extinguished immediately, and the power cords are no longer in her possession. There was no harm or injury to the patient or any bystanders, and no property damage occurred. The affected power cords were not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fire is related to the power cord. Solventum is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. The affected power cords were not returned; therefore, a device evaluation could not be performed. Device labeling, available in print states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.